Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿total hip arthroplasty in patients younger than 21 years: a minimum 10-year follow-up¿ by benoît j. Bessette, md, et al, published by canadian journal of surgery (2003), vol. 46, no. 4, pp. 209-216, was reviewed. The purpose of this article was to evaluate the function, radiographic results, and implant survival in patients under 21-years who received tha with a 10 years follow-up. A total of 15 hips were implanted between 1975 and 1990. I patient with depuy implants died 5 years after index tha due to down¿s syndrome respiratory complications. Preoperatively, all patients had severe walking difficulties that required either a walker or a wheelchair. All patients had extensive hip pain before implantation. Implanted products: 7 cementless aml tha (depuy) and 5 cemented competitor thas. There were 3 hybrid thas with aml stems and competitor acetabular components. Cement used was unknown results: 9 of the 11 studied patients reported increased function after index surgery. All patients stated they had less pain. All radiographic findings were confirmed on serial studies over 10-years follow-up. 1 cup requires revision for severe pelvic osteolysis, implant loosening, and pain. Revision is scheduled but not done by time of article submission. 7 identified cases of progressive osteolysis confirmed in serial radiographic studies. 9 cases of eccentric polyethylene wear confirmed in serial radiographic studies 2 hip dislocations treated with closed reduction 1 tha (competitor cup and liner, aml stem) with postoperative femoral shaft fracture, no surgical intervention required. Complete healing by final follow up. 1 case of sciatic nerve injury attributed to lengthening for correction of acetabular protrusion. This was treated surgically with triple arthrodesis 2 aml cup revisions for loosening. This complaint captures adverse events and harms attributed to depuy products only. Captured in this complaint: aml cup, head, polyethylene liner, and stem."